Event description:
A female patient contacted lifecor customer support to report that she heard a popping sound when she placed a battery pack on her battery charger. She stated that the battery pack would not turn on the monitor. A patient services representative (psr) visited the patient. The psr stated that the patient said that the battery pack was in the monitor. The patient heard a popping sound and the monitor screen went blank. The patient tried the other battery pack and it would not start up the monitor. Psr also stated that the defective battery pack displayed the battery with the red line through it symbol on the battery charger. Psr placed a new battery pack on the patient's battery charger and the new battery pack started to charge normally. The psr exchanged both battery packs and the monitor.

Manufacturer narrative:
Device manufacture date. Monitor - 2008; battery packs - 2007. Evaluation summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor had a damaged 5.4 volt supply. It also had two other power supplied that were shorted. The defibrillator board also had many burnt components. The root cause of the defective power supplies is unknown, but is likely random component failure. The ca and defibrillator boards were replaced. The monitor was repaired, retested, and restocked. Both battery packs had blown fuses. The root cause of the blown fuses was from the monitor applying too much power to the battery packs. The battery packs were repaired retested and restocked. No adverse event resulted from the monitor or battery pack failures. The patient received a replacement monitor and two replacement battery packs.